Event description:
It was reported that there was a downstream occlusion. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The complaint is referring "downstream occlusion" issue. However, the customer actually sent the unit in with note stating air in line issue. The device was visually inspected and functionally tested. Visual inspection found degraded air detector and dso seal. Upon turning the unit on and performing quick prime test, unit failed priming. The reported complaint was confirmed. The problem was caused by the degraded air detector and dso seal. After replacing the air detector and dso sensor assembly, the unit passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.